Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2011 and an unknown product was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent vaginal mucosa advancement flap surgery and treatment relating to drainage of left thigh abscess and fistula formation. No additional information was provided.